Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One (1) unknown biomet screw was returned for investigation. Visual evaluation of the as returned product identified the screw fractured at the threads region. Device history record (DHR) review could not be performed for the reported devices as the lot numbers were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review cannot be performed for the unknown biomet screw without relevant item/lot number. Therefore, based on the available information, device malfunction did occur and the reported event (fracture screw) was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Sales representative reported the fractured screw was not able to remove. Doctor was unable to remove the fractured screw in the bopt4311 implant. Doctor tried to remove the fracture portions with the srt10n broken screw kit. The implant is still in the patient's mouth. Dental site 45.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Reporter name and address were not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
The doctor was unable to remove the fractured screw in the bopt4311 implant. Doctor tried to remove the fracture portions with the srt10n broken screw kit. The implants would be removed at a later point of time and will return when it is removed.